Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis revealed there was interference/noise. The programmer save to disk file (B)(4), shows various noise in electrocardiogram data with forty-two fast ventricular tachycardia/ventricular tachycardia episodes between (B)(4) 2012 and (B)(4) 2012.

Event description:
It was later reported that the device recorded an additional episode that appeared to be false ventricular tachycardia episodes which showed wandering baseline with artifact. The patient had no symptoms during the episode.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the device recorded episodes which appeared to be noise/oversensing and were not true ventricular tachycardia episodes. It was noted that the patient was not symptomatic at the time the episodes were recorded. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.